Event description:
During endovein harvesting, the hemopro harvesting tool used to seal and divide the branches of the vein remained active after sealing and dividing a branch of the vein. The jaws of the hemopro harvesting tool continued to smoke after use despite having released the activating button on the tool's handle. The cord connecting the hemopro harvesting tool to the energy source box was disconnected immediately from the cord of the tool's hand piece. The tool was immediately removed from the vasoview harvesting cannula and from the field. There was no injury to the patient.device had been in use for approximately 5-10 minutes. The harvester was used on 2-3 branches prior to the incident. We have seen this issue before.======================health professional's impression======================potential for harm to pt or operator of the device.